Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The caster fork is broken customer not sure what model it is not even sure if invacare product.